Event description:
The date of event is not known. Upon removal from the scope, the nitinol retrieval coil tip was peeled off. When the physician examined the removed tip, only the marker was missing. The physician confirmed that all product was removed and nothing remained in the patient. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
The exact root cause can not be determined; however it may be related to the removal of the blue sheath from the device. (The sheath is not intended to be removed.) In order to remove the sheath the device must be cut on one of the ends. Therefore the device was not used as intended. Forces used removing the sheath may have dislodged the marker and teflon coating. Additionally use through the larger diameter device may have caused damage to the device.